Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-08780, 0001825034-2018-08833. Concomitant medical products: kne- vanguard_bearings-unk item# unknown lot# unknown, kne-vanguard-femorals-unk item# unknown lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. No additional information is available at this time.

Manufacturer narrative:
There was no alleged deficiency reported on this component, therefore this medwatch is being voided. The event is being reported on 0001825034-2018-08780 and 0001825034-2018-08833.